Manufacturer narrative:
Note: this report was initially filed with the incorrect manufacturing facility and incorrect manufacturing report number, under MFR# 9611594-2016-00096. A follow up will also be submitted for MFR# 9611594-2016-00096 to correct the manufacturing facility information. This report is being filed as a new initial report with the corrected manufacturing facility site and manufacturer reporting number. UDI # unknown. (B)(4). The actual complaint product was returned for evaluation. One used sample was received without original packaging. The sample appears in generally clean condition. The sample was received with the catheter tubing detached from the bushing. The bushing remains affixed in the cone adapter. The proximal end of the tubing was viewed under magnification. There is visible evidence of adhesive, indicating an insertion depth of approximately 9mm. The components were examined under uv light. There is no florescence inside the bushing. There is minimal fluorescence seen on the tip of the tubing. The device history record for m5257t503 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the suction catheter disconnected from the conical adaptor. This occurred during the second section. No further information has been provided at this time.